Manufacturer narrative:
Date of event is estimated. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced infection at the ipg site. Reportedly, patient lost weight and the ipg was eroding closer to the surface of the skin. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue.